Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected, it was noted that the proximal connector was missing from the valve. The position of the cam when valve was received was 200mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. A metal connector was used to test the valve. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3834, with lot ctkb23, conformed to the specifications when released to stock on the 17th september 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. The root cause for the missing connector could have happened during ex-plantation of the valve, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by sales rep, a shunt is being revised. The rep cannot be present and as yet has no information concerning the malfunction or the condition of the patient. The valve is being returned.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.